Manufacturer narrative:
The handpiece was received at the manufacturer for service and eval. During the investigation an overheating condition was found. Based on the investigation details, the likely cause was internal corrosion in the front housing. The corrosion likely seized the bearings and prevented the drive train from working.

Event description:
The handpiece was returned to the manufacturer for service, and during the quality investigation the device began overheating. There was no surgical or medical procedure involved at the time, so no pt involvement. There were no adverse consequences reported as a result of this event.